Manufacturer narrative:
The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the energy did not increase. A blazer ii htd temperature ablation catheter was selected for use. It was noted that the energy did not increase. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. The device has been received, pending analysis.

Event description:
It was reported that the energy did not increase. A blazer ii htd temperature ablation catheter was selected for use. It was noted that the energy did not increase. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. The device has been received and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned blazer ii htd temperature ablation catheter was visually inspected, and no problems were observed. Functional testing revealed that the catheter functional mechanism worked properly; no abnormal resistance was felt when actuating the device. Continuity testing was performed, and the device was found within specifications. Electrical testing was also performed, the ablation was verified using the maestro generator 400, and the device was found within specifications. With all available information, the reported event of generator low power could not be confirmed as this was not able to be reproduced, and the device presented with no issues.